Manufacturer narrative:
This device issue with dsir (B)(4) was created as complaint-(B)(4). The device investigation was completed on 12-feb-2016. The regional service center (rsc) service log review revealed a delivery stopped alarm due to monitored no > absolute max of 100 ppm (actual 127 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value. (Max: 655 counts; actual value: 1723 counts). This log entry aligns with the time of the reported complaint. Although identified in the service log, the rsc did not experience a delivery stopped alarm. The rsc replaced the no cell as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no cal low counts above max. This condition will be tracked and trended under the company's quality system. This issue and root cause are also a match to a reportable malfunction, therefore this report is being submitted to regulatory authorities as a serious adverse event and a malfunction of the device,

Event description:
On (B)(6) 2016, a customer from (B)(6) called mallinckrodt customer care to report a failed nitric oxide (no) sensor as well as a high no condition with inomax dsir (B)(4). The device was in use on a patient at the time of the event. It was reported that on a date not provided, the no reading suddenly increased to 150 ppm, inomax dsir# (B)(4) alarmed high no, but showed no delivery failure. Mallinckrodt pharmacovigilance spoke with the respiratory therapist manager on 25-jan-2016 and 27-jan-2016. A full term neonate (gender unspecified) was administered mechanical ventilation and inomax following surfactant replacement for "persistent pulmonary hypertension" and " surfactant deficiency." The patient experienced an oxygen desaturation from an unspecified level to 58% subsequent to a "high no" alarm on the inomax delivery system dsir during inomax therapy. The patient's oxygenation improved after the oxygen and inomax were manually delivered to the patient while the delivery system was being replaced. Patient was reported as doing okay as of (B)(6) 2016. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This was assessed as a serious adverse event.